Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.00 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was reported as having elevated intraocular pressure (iop), unreactive (fixed) pupil, anisocoria and iris atrophy. The lens was repositioned (rotated) but the problem was not resolved. Medication was prescribed but with no effect on pupil constriction. The lens remained implanted. At the last post-op visit on (B)(6) 2020, the patient is recovering slowly to normal pupil appearance. This case seems to be an urrets-zavalia syndrome. The cause of the event was unknown.